Manufacturer narrative:
Findings: all buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit was monitored for 1 day and no unexpected motor rewinding noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 501 mg/dl at the time of the incident. The customer stated they treated their blood glucose levels with manual injections. The customer stated that the buttons were intermittently working. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.